Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezl0991 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
On (B)(6) 2016- per sales representative, user facility reported that a rn was placing a powerglide. Access was achieved and the wire deployed easily but then the catheter mechanism seemed to "malfunction". It was said that the catheter "jammed up" on itself and the rn could not remove it. Another rn attempted to remove the device and succeeded. After the removal of the device it appeared to be fractured. Another powerglide was successfully placed in the patient.